Manufacturer narrative:
The device was returned and evaluated. The evaluator saw no evidence of fire. The joystick harness was damaged approximately 15" from the molex connect. There was evidence of high resistive shorting in this harness which likely contacted the right rear caster. The textual evidence (dragging along the ground) indicates customer misuse/improper provider setup as the cause of the damage.

Event description:
Alleges user was driving the chair, the joystick cable was hanging loose, dragging along the ground and got caught in the rear right caster wheel causing a fire, burned the right rear caster and joystick cable.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges user was driving the chair, the joystick cable was hanging loose, dragging along the ground and got caught in the rear right caster wheel causing a fire, burned the right rear caster and joystick cable.